Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service confirmed the customer¿s reported issue, and found a foreign object inside the forceps/instrument channel. Based on the results of the investigation, the following are the probable causes; however, a definitive root cause could not be determined: the event occurred due to deformation of the forceps channel. The event occurred due to breakage of the instrument. The event occurred due to foreign material in the forceps channel. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Inspection of the instrument channel and forceps elevator operation manual, important information ¿ please read before use. Precautions: operation manual, inspection of ancillary equipment. Operation manual, using endotherapy accessories. Reprocessing manual. Reprocessing the endoscope, and related reprocessing accessories. Reprocessing manual: reprocessing endoscopes and accessories using an aer/wd. During the device evaluation, service observed a leak in the biopsy/instrument channel. There was a dent in the distal end of the plastic cover. The rubber adhesive was cracked. There was a deep scratch on the light guide lens, and the adhesive around the lens was peeling. The image had a minor black dot. The insertion tube had buckling. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a ¿stent is stuck somewhere between the suction and biopsy port¿ of the subject device. There was no patient or user injury reported due to the event. No further information was provided. The device was returned to an olympus service center for evaluation.